Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stuck in the loader device when the delivery tubes were pulled. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the customer's complaint, this is a case of the heartstring seal failing to load. (B)(4).